Event description:
It was reported to philips that the operational check failed. There was no patient involvement.

Manufacturer narrative:
H3 other text : customer rfused service or repair.

Event description:
It was reported to philips that the operational check failed. The customer declined service and or repair of the device. Although no repair was performed, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.